Event description:
It was reported that bd luer-lok¿ syringe sterile, single use, 50 ml contained foreign matter in the fluid path. The following information was provided by the initial reporter: "50ml syringe with plastic looking shards when opening package".

Manufacturer narrative:
Investigation summary: it was reported there were plastic shards in the syringe. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows a syringe next to a packaging blister, the second photo shows the top part of the syringe and the third photo shows the bottom part of the syringe. The bottom part of the syringe has what appears to be plastic particles adhered to the rubber stopper. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot number 1335255. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.